Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced high blood glucose on (B)(6) 2018 with blood glucose of 550 mg/dl at the time of the incident. The customer was at 270 mg/dl at the time of the call. The customer used manual injections to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer will monitor the pump. The customer's hcp advised them that the highs could be due to scar tissue. The insulin pump will not be returned for analysis. Frn-mmt-326-reservoir.